Manufacturer narrative:
Our records indicate this implantable cardioverter defibrillator (ICD) will not be returned as this device was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) defibrillation lead, exhibited high out-of-range shock impedance measurements greater than 200 ohms. It was noted that shock impedances were 53 ohms at implant. Additional information received indicated that the patient was seen in clinic for impedance testing. Impedances from right atrial (ra) coil to can were 75 ohms, and everything involving the rv coil was greater than 200 ohms. A connection issue was suspected. This ICD was explanted, the rv lead was surgically abandoned, and a new ICD and new rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) defibrillation lead, exhibited high out-of-range shock impedance measurements greater than 200 ohms. It was noted that shock impedances were 53 ohms at implant. Additional information received indicated that the patient was seen in clinic for impedance testing. Impedances from right atrial (ra) coil to can were 75 ohms, and everything involving the rv coil was greater than 200 ohms. A connection issue was suspected. This ICD was explanted, the rv lead was surgically abandoned, and a new ICD and new rv lead were successfully implanted. No additional adverse patient effects were reported.